Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An in-clinic visit was performed due to high ventricular rate and noise episodes observed on remote monitoring. No dislodgement or lead damage was observed. The lead was explanted and replaced with no adverse consequences to the patient.